Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasional undersensing on the right atrial (ra) lead on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that diminished r waves were noted on the right ventricular (rv) lead. The ra and rv leads remain in use.